Event description:
The reporter stated that when the product was taken out of the package, the white tip fell off. There was no patient involvement.

Manufacturer narrative:
The tip on the obturator of the returned product was still attached, however, was loose. The unit was tested and a force of 27lbs was required to remove the tip. The root cause for the tip being loose on the obturator was unable to be determined. A sample of obturators from the same lot were evaluated. All of the samples passed the required testing. A review of related manufacturing records did not show any incidents of tip failure. A review of complaint records indicated the occurrence is isolated to this facility. Smiths was able to confirm this incident however, unable to determine the exact cause. No additional action necessary at this time. Smiths considers this MDR closed with this report.